Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, which resolved the issue, and the same malfunction code did not recur. The customer was instructed to continue using the pump and to contact support again if any malfunction codes reappeared, which the caller understood.